Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 10 months post implant of this 25mm bioprosthetic aortic valve, it was explanted and replaced with a 27mm valve of a different model due to dyspnea and a mean gradient of 35mmhg. Upon explant, it was reported that the valve appeared "pristine". No additional adverse patient effects were reported.